Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 600 mg/dl. Patient's current blood glucose value: 131 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. Bent infusion set cannula was also reported. The helpline did not get chance to offer to troubleshooting for high blood glucose levels or ask how it was treated other than changing the set since the call was lost and the call back unsuccessful. The device is not expected to be returned for analysis.